Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, leak was noted in the biopsy channel, scratches were noted in the distal end body, the pink probe tip glue was peeled, the bending section cover had a cracked glue, the observation lens had a chip at the edge, the light guide lens had peeled glue, cut was noted on switch 1 the insertion tube had buckle, the light guide tube had scratches and buckled. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during reprocessing in the facility¿s utility room, the evis exera ii ultrasound gastrovideoscope failed a leak test, bubbles were noted coming out of the tip, and black stuff was noted coming out of the scope after being cleaned. There was no patient involvement in this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the residual foreign matter (black matter) could not be identified. Olympus will continue to monitor field performance for this device.